Manufacturer narrative:
(B)(4). Additional information received: it was reported by the sales rep that, a semi-open sigmoidectomy, the device was locked out. The jaws were not opened by manual over ride so that the doctor cut both side of jaws by the stapler to remove the device. Because of semi-open procedure, additional port was not used and also no additional cutting was performed to insert the stapler. The device was used on the colon. Another device was used to complete the case. There were no adverse consequences to the patient. When the sales rep received the device, the manual over ride lever was opened and so the jaws were opened.

Event description:
It was reported that, a semi-open sigmoidectomy, the device was locked out. The jaws were not opened by manual over ride so that the doctor cut both side of jaws. The device was used on the colon. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis found that one pce60a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was received with an ecr60d cartridge loaded on the device. The cartridge was received unfired. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.